Manufacturer narrative:
The device was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that extensive heterotopic ossification was found two years post-operatively at both operative levels. There are no reported patient impacts and no plans to revise as the patient is reported to be doing very well and is virtually asympotomatic. This is report two of two for this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Lot number of concerned device is not known. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Device evaluated by MFR: product location unknown.

Event description:
Mobi-c p&f us: heterotopic ossification, device malfunction and device removal. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose heterotopic ossification, device malfunction, and device removal. Additional information was received on june 22nd 2019: confirmation was received from surgeon , that his report concerned two cases. This MDR report is about an heterotopic ossification . For this case , the patient is a (B)(6) male, underwent an operation at (B)(6) hospital on (B)(6) 2016 consisting of c5-6 and c6-7 microsurgical anterior discectomies, excision of extruded and laterally migrated c6-7 disc as well as resection of posterior osteophytes, partially calcified posterior longitudinal ligament and bilateral uncovertebral joints at the c5-6 and c6-7 levels. A reconstruction arthrodesis using ldr mobi-c prosthetic devices was carried out at both operated levels. A 13 mm deep x 17 mm wide x 5 mm height device was inserted at the c6-7 level and a 13 mm deep x 15 mm wide x 5 mm height device was utilized at the c5-6 level. Patient was followed on a routine basis, resolved his pre-operative pain and neurological deficits. Surgeon do not have the product details for the prosthetic devices. Patient last cervical spine x-ray series on (B)(6) 2018 demonstrated extensive heterotopic ossification at both operative levels with essentially complete fusion at those levels and no motion at either level on flexion and extension films. The patient is doing very well and is virtually asymptomatic. X-rays were all carried out at (B)(6) imaging - (B)(6).